Event description:
Reporter indicated she is "still having seizures." It is not known if the seizure activity is higher than it was prior to being implanted with the vns. The pt's physician indicated the " vns is helping the pt's seizures." Diagnostic tests were performed and were within normal limits indicating proper device function. Good faith attempts to obtain add'l info are being made, but have been unsuccessful to date.